Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was damage to the guide rail causing difficulty loading cartridges. There was no adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.